Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn0573 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheterization was conducted on the patient at 9:00 of (B)(6) 2018. It was stated that leakage was found at 40 cm of the catheter during the inspection of reflushing after opened the package and the catheter was unable to be used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with its inlaid stiffening stylet and preflush hang tag. A partially circumferential split was observed between the 42cm and 43cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed sharply defined fracture edges. The split edges were regular and the split shape was tapered. Two smaller splits were observed on either side of the larger one. The smaller splits were circumferentially opposite. Superficial mechanical damage was observed in the vicinity of the split. The split characteristics, relative positions and superficial damage were consistent with damage caused by catheter contact with a traumatic grasping instrument(s) such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of recn0573 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheterization was conducted on the patient at 9:00 of (B)(6) 2018. It was stated that leakage was found at 40cm of the catheter during the inspection of reflushing after opened the package and the catheter was unable to be used.